Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well. The patient's device remains implanted. This is the final report.

Event description:
The patient reportedly experienced inflammation and drainage near the implant site. On (B)(6) 2013, the patient was prescribed zinat antibiotic for seven days. The implant site was drained on (B)(6) 2013. On (B)(6) 2013, the patient had a swollen node and was treated with augmentin and profenid. Two additional appointments with the ent doctor reported no complications and no infection. On (B)(6) 2013, the patient began use of the external processor without discomfort.